Manufacturer narrative:
MDR 2517506-2018-00274 was filed for the same event. The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated human chorionic gonadotropin (hcg) result obtained on the dimension vista instrument. Siemens headquarters support center (hsc) has reviewed the instrument data and completed their evaluation. There were no instrument issues or malfunctions. Qc was within range during testing. There is no evidence of a system or reagent malfunction based on the information provided. The customer states the patient is not pregnant. No further information can be provided by customer on this issue. The customer stated that the first two samples were drawn offsite and submitted by the patient. (The patient is a phlebotomist that is employed by customer). Both the lab operations manager and lab medical director from the customer site stated that tampering with the sample could have been a potential cause of this event. Specimen integrity was questioned by the hospital and repeat samples recovered as expected. The initial sample was drawn in an uncontrolled environment and questioned by the lab. Based on the data and system performance around the time of the elevated results, suspect sample integrity to be the root cause of this event. No product non-conformance was identified. No further evaluation of the device is required.

Event description:
A discordant falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on the dimension vista instrument. The sample was repeated on an alternate vista instrument to confirm the initial high result. The result was reported to the health care practitioner (s) who questioned the result. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated bhcg result.